Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 120 mg/dl. Troubleshooting was performed, but customer had already done troubleshooting as well prior to call and reported that failed battery stest alarm could not be cleared. Customer was advised that insulin pump would need to be replaced. Customer would receive a battery cap replacement while going through the process for obtaining a new insulin pump.